Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found the lens torn into two pieces. One haptic was torn. There was evidence of clear surgical residue. A lens work order search was performed and one similar complaint was found within the work order. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated a 13.2mm micl 13.2 implantable collamer lens was torn and was not used. Additional information has been requested, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.